Manufacturer narrative:
The field service rep determined there was a damaged water valve and replaced it. He calibrated and ran controls to verify the analyzer performance with control results acceptable to the user. In addition, the technical svc rep found collection tube separator gel on the sample probe. The user further inspected tubes not yet used which showed evidence of approximately 2% of the tubes with separator gel adhering to the interior surface of the tube. The user stated they will contact the tube MFR for further investigation.

Event description:
User received discrepant urine total protein results for two pt samples. Sample 1: initial result was 51.7 mg per dl, repeated it on their other system and got 5 or 6 mg per dl. The discrepant pt result was not reported. For sample 2, the initial reported result was 15.1 mg per dl and the repeated result was 9.6 mg per dl. Since the initial result was reported out, they corrected the report. The user stated it is unlikely that the pt was treated based on the result. No adverse events were reported.